Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2014, resulting in fixture loss. It is unknown if the patient has been equipped with a new implant as of the date of this report, (B)(6) 2014.